Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 22-jan-2020. The most recent information was received on 06-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('abnormal bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2019, the patient experienced genital haemorrhage (seriousness criterion medically significant), fatigue ("severe fatigue") and arthralgia ("joint pain"). At the time of the report, the genital haemorrhage, fatigue and arthralgia outcome was unknown. The reporter considered arthralgia, fatigue and genital haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-feb-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant has been conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 22-jan-2020. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('abnormal bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2019, the patient experienced genital haemorrhage (seriousness criterion medically significant), fatigue ("severe fatigue") and arthralgia ("joint pain"). At the time of the report, the genital haemorrhage, fatigue and arthralgia outcome was unknown. The reporter considered arthralgia, fatigue and genital haemorrhage to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.